Manufacturer narrative:
The reported field event of bvvi operation was confirmed. Upon receipt, the device was interrogated on a programmer in the decontamination lab and normal communication was able to be established. Review of the device image showed the cause of the bvvi operation was due to a power-on reset (por) that occurred on (B)(6) 2017. The cause of the por remains undetermined.

Event description:
During a follow-up in clinic, the device was interrogated and found in backup vvi mode following external therapy. Technical support was contacted and advised that there had been a shock inhibited due to low defibrillation impedance on the right ventricular (rv) lead. Fluoroscopy did not reveal any damage to the rv lead. Technical support attempted to restore the firmware on the device but a message appeared indicating potential circuit damage. The device was explanted and replaced, and the rv lead was capped and replaced. The patient was stable with no consequences. Related manufacturer report number: 2938836-2017-30759.